Manufacturer narrative:
(B)(4). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. However, the anatomical conditions reported moderate calcification and likely contributed to the reported failure to cross. During advancement the stent was reportedly stuck on the calcification and the physician applied force in attempt to cross the lesion and the stent subsequently dislodged. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It appears that the IFU violation (excessive force) contributed to the reported stent dislodgement. A review of the finished product lot history record did not reveal any nonconforming material records related to the reported complaint. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. There is no indication of a product quality deficiency associated with this lot. The reported failure to cross, stent dislodgement, foreign body in patient and additional therapy/non-surgical treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad). The proximal segment had 20-30% of calcification before the lesion. The lesion and the proximal segment were pre-dilated with a 2.0 x 12 mm mini trek. The 3.0 x 18 mm xience v was advanced into the lad. During advancement the stent implant stuck in the calcified proximal segment. Force was applied to advance the stent to the lesion; however, as a result of this use of force the stent delivery system moved into the mid lad leaving the stent in the proximal segment. A 2.5 x 15 mm rx voyager was advanced into the crimped stent and an attempt was made to advance the stent to the lesion; however, this attempt failed. The physician hesitated to pull back the stent implant as it may dissect the left main, so the decision was made to deploy the stent implant where it dislodged with the dilatation balloon. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw uii, ironman; inflation: medtronic; guide cath: ebu 3 6f hotrail catheter 5f the stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.